Event description:
It has been reported that the event involved a female patient while the in the dsa (digital subtraction angiography) during insertion. The doctor attempted to push the bottom of the sheathless intra-aortic balloon (iab) along the spring wire guide (swg) via the patient's left side. The doctor found that it was very difficult to get the iab through. As a result, since the situation was urgent, the doctor decided to remove and replace the iab immediately. A new iab was inserted via the same insertion site smoothly and successfully; the surgery proceeded as planned. There was no report of patient death, complications or injury. No medical/surgical intervention was required. There was no delay or interruption in therapy noted. The patient outcome is well and the procedure did not harm the patient. After inspection of the iab the doctor found there was a crack in the central lumen. An update received reported that the insertion site was the left arteria cruralis (femoral artery). They used another iab-06830-u for the second insertion, leaving the swg in place. The surgery was successful using the second iab. It was confirmed that the arrow employee was notified of the event on (B)(4) 2013. (Incorrectly state on the original product complaint report).

Manufacturer narrative:
(B)(4).